Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va0z1u8v02, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a loss of therapeutic benefit starting in (B)(6) 2017. They were having accidents left and right. The patient also suspected that the lead had moved as it felt different to them, starting on the day of the report. They were going to follow-up with a healthcare professional (hcp) to discuss the symptoms. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.